Manufacturer narrative:
The hvad is used for treatment not diagnosis. The device was not returned to the manufacturer for analysis as it remains implanted. With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per hvad instructions for use, implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the heartware® system. Right heart failure, aortic insufficiency, and re-operation are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. The IFU addresses guidelines for optimal patient management. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient that the patient on (B)(6) 2014 suffered right ventricular (rv) failure requiring placement of a temporary right ventricular assist device (rvad). Following left ventricular assist device (lvad) implantation, the patient began to deteriorate due to worsening aortic insufficiency which required re-operation and surgical repair of the aortic valve. The patient was unable to wean from cardio pulmonary bypass (cpb) and required implantation of the rvad. It was reported that the patient was stable in the intensive care unit (ICU). Patient was eventually discharged. No additional information.